Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages/ false asystole events) has been confirmed. Upon investigation the electrode belt trunk cable had a cut in it, severing various wires within the cable. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving add gel messages in the absence of a prior gel release and false asystole events.